Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('minimal focal chronic inflammation/left fallopian tube with focal chronic inflammation'), uterine perforation ('perforation') and sjogren's syndrome ('sjogrens syndrome') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), sjogren's syndrome (seriousness criterion medically significant), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), fatigue ("fatigue"), dysfunctional uterine bleeding ("dub"), rash ("migratory exanthemas possibly delayed reaction to essure"), cervical cyst ("endocervical cysts"), adnexa uteri cyst ("bilateral paratubal cysts"), pelvic pain ("pelvic pain ") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, uterine perforation, dysmenorrhoea, dermatitis allergic, sjogren's syndrome, bladder disorder, urinary tract disorder, cystitis, fatigue, dysfunctional uterine bleeding, rash, cervical cyst, adnexa uteri cyst, pelvic pain and abdominal pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, adnexa uteri cyst, bladder disorder, cervical cyst, cystitis, dermatitis allergic, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, rash, salpingitis, sjogren's syndrome, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: date of insertion updated from ??-???-2013 00:00 to (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: injury nos replaced, case become incident and new event dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, rash/skin condition, sjogrens syndrome, bladder problems, urinary problems, bladder infection, fatigue, exanthemas, dub, minimal focal chronic inflammation, and endocervical cysts, bilateral paratubal cysts, pelvic pain, abdominal pain were added, lab data was added. Reporters information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.